Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly underwent repositioning surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was reportedly activated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery due to device migration. The recipient remains implanted. This is the final report.